Manufacturer narrative:
Technical support traced the fault to the use of the device. Ventilator does a self-check of the pressure sensor operation by verifying measured values are in a plausible range during operation. During suction the applied pressure may be outside the plausible range. When a non-plausible value is detected the device switches to a fail-safe/safe-state with alarm (no ventilation, the valves open to allow spontaneous breathing). The issue has only been reported by one institution and is associated with a specific treatment protocol/use with closed suction. The hospital has been made aware of the importance to choose correct and appropriate sized catheters for closed suction. Future software release for bellavista changed wording to "technical failure 300 - no ventilation - device in failsafe."

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. The technical support is in communication with the healthcare facility.

Event description:
The customer reported while using the bellavista 1000, the device alarmed "device in failsafe" during suction on a patient. There was no patient harm associated with this reported event, as the patient was removed from the defective device and placed on another ventilator.